Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : other') and device dislocation ('migration of essure device location of device: right fallopian tube coil to migrated to gall bladder/ perforation (other): out of my right tube and migrated to my gall bladder') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included weight normal, hypovitaminosis, uterine fibroid, uterine leiomyoma and bladder rupture. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen 21) since 2003 to (B)(6) 2010, hydrocortisone from (B)(6) 2016 to (B)(6) 2017 and steroid antibacterials from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraine / headaches"). In (B)(6) 2016, the patient experienced pelvic pain ("pain - pelvic"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). In (B)(6) 2017, the patient experienced abdominal distension ("gi conditions/ gastrointestinal or digestive system condition type:swelling and bloating"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), 8 years after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), mood swings ("hormonal changes/ hormonal changes describe: mood swings") and weight fluctuation ("weight changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, abdominal pain, the last episode of menorrhagia, bladder disorder, urinary tract disorder, weight increased, fatigue, migraine, allergy to metals and back pain outcome was unknown, the pelvic pain, vaginal discharge, abdominal distension, mood swings, vaginal haemorrhage and weight fluctuation had resolved and the dermatitis allergic was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, dermatitis allergic, device dislocation, fatigue, migraine, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: current weight: 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Abdominal x-ray - on (B)(6) 2018: impression: lingular atelectasis. No evidence of bowel obstruction or free air. Linear metallic density in the right lateral abdomen may be related to a prior surgery. Correlate with known surgical history. Computerised tomogram pelvis - on (B)(6) 2018: impression: extraperitoneal bladder rupture with contrast extending into the left paracolic gutter and around the spleen.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs +mr received. New events added: abnormal bleeding (vaginal), lower back pain, weight changes, nickel allergy, migration of essure device location of device: gall bladder. Previously added events hormone changes was updated to hormone changes: mood swing, gi condition to bloating and swelling. Outcome of the events pelvic pain, abnormal bleeding, bloating and swelling, weight changes, vaginal discharge were updated to recovered/resolved and outcome of the event rashes updated to recovering/resolving. Concomitant drugs, concomitant conditions, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, gastrointestinal disorder, fatigue, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain : pelvic/abdominal, menorrhagia (heavy menstrual bleeding), allergy : rash/skin condition, perforation, bladder/urinary problems :vaginal discharge, weight gain, gi conditions, fatigue, migraine, headaches, hormonal changes, she did not underwent for confirmation test. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.